Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the lad. Approximately seven days post index procedure, a basal ganglia cerebral infarction was reported. The patient was hospitalized and is recovering. The investigator assessed the event as unlikely to be related to the index device and antiplatelet medication.

Manufacturer narrative:
The index procedure was prompted by a positive stress test. Event was treated with medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.